Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a battery change procedure for an implanted dbs device, the surgeon was dissecting around the battery and noted blue sparks when he used the plasmablade handpiece near the battery. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.